Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
The article, "intraoperative repair of mitral paravalvular leak with amplatzer plug", was reviewed. This research article presents a case study on a (B)(6)-year-old female who underwent a previous coronary artery bypass(CABG). Post procedure, the patient experienced severe pulmonary hypertension and underwent mitral valve replacement(mvr) using an epic valve and tricuspid valve repair. During the mvr procedure the patient also underwent intra-procedural paravalvular leak repair using amplatzer vascular plugs. The patient developed severe biventricular dysfunction post-operatively requiring support with arteriovenous extracorporeal membrane oxygenation. The patient suffered hypoxic brain injury and further support was withdrawn and the patient passed away. It was reported that the patient had no residual mitral valve insufficiency post-operatively. The article concluded that intraoperative delivery of amplatzer plugs for treatment of paravalvular leaks during mitral valve replacement(mvr) appears to be safe and effective at reducing postoperative mitral valve insufficiency. The primary and correspondence author of the article is (B)(6).

Manufacturer narrative:
Corrected information for: h6 please remove previously reported medical device problem code: 2993 - adverse event without identified device or use problem. An event was reported through a research article of paravalvular leakage requiring intervention, after implant in a patient experiencing severe pulmonary hypertension following coronary artery bypass was reported. Following the procedure it was further reported that the patient developed severe biventricular dysfunction before suffering hypoxic brain injury and passing away. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.